Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced negative dysphotopsia symptoms following the implantation of a single piece preloaded monofocal intraocular lens (iol) in the left eye. The visual symptoms were first observed during a post-operative examination and persisted for approximately six months and two weeks. The original lens was subsequently explanted during a secondary surgery and was replaced with a non-johnson and johnson iol with +21.0 diopter. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. It is unknown if any medication was prescribed that was outside of the standard of care. Directions for use were followed. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and no further issued were observed the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: january 5, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.